Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter in that she was testing in the memory mode. The complaint was classified based on the customer service representative (csr) documentation and additional information received when the medical surveillance specialist listened again to the call recording. The patient stated that the issue began on (B)(6) 2016 between 7-8pm when she alleged that every time she tested she obtained the same result of 67mg/dl. The patient manages her diabetes using pills, diet and/or exercise and it is unclear if the patient made any changes to her usual diabetes management routine in response to the reported issue. The patient denied experiencing any symptoms. The patient reportedly visited the emergency room (ER) on (B)(6) between 7-8pm, where her blood glucose was measured with results of 79 and 87mg/dl using the hospital meter. The patient stated receiving hcp treatment of food and/or drink in response to the reported issue. At the time of troubleshooting, the csr noted that an approved sample site was being used and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient went to the ER due to an issue with the meter, and subsequently received hcp treatment in response to the reported event.